Event description:
Allegedly, an info received from local sales rep that a curious frequency of revisions (two done early 2023, and other two scheduled for next (B)(6) 2023 in two hospitals) of dynasty a-class liners due to high wear rate after 6 to 8 yrs post op. No enough info available regarding the already-done revisions, we will collect info and explants from the scheduled ones. Additional information received on 07/18/2023: allegedly, from my early investigation of the third liner explant, it seemed much more a locking mechanism issue than wear, as the liner does not look thinned out, and the femoral head showed a black mark demonstrating friction against the cup, which might mean that the liner flipped into the cup.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.